Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the stent delivery system (sds) presented no visual damage. The balloon was tightly folded with the stent in between the markerbands. Two struts on the proximal end of the stent were lifted or bent distally. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred the 95% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The lesion was pre-dilated. This 3.00x16mm taxus liberte stent was advanced; however, the stent delivery system (sds) was unable to cross the lesion. The device was removed from the patient, at which point it was noted the proximal stent edge was lifted. The procedure was completed with another taxus liberte stent. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred the 95% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The lesion was pre-dilated. This 3.00x16mm taxus liberte stent was advanced; however, the stent delivery system (sds) was unable to cross the lesion. The device was removed from the patient, at which point it was noted the proximal stent edge was lifted. The procedure was completed with another taxus liberte stent. No patient complications were reported and the patient's status is good.